Event description:
Event description guidant received information that the device was explanted due to suspected premature battery depletion. It was reported that the clinic has lost faith in guidant's products.